Event description:
Device 1 of 2. Please see mfg report # 1627487-2010-02541 for device 2. On (B)(6) 2008, the pt was implanted with an scs system. The pt experienced a gradual loss of stimulation and some shocking sensations. The pt did not fall or lift any heavy objects, or remember any traumatic events. Programming was attempted up and down the array. The impedance readings were high on all contacts. An explant was scheduled for (B)(6) 2010. Intra-operatively, it was discovered that the set screws were loose in the header and that the lead had pulled out. There was a strain relief under the ipg and it was still intact. The lead was tested with a trial cable but the impedances were still high. Both the lead and ipg were explanted.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: although the products have been returned, no analysis has been completed on them yet. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.